Event description:
It was reported that the patient was admitted to the hospital after receiving high voltage therapy from his ICD. Device interrogation revealed a long delay before the therapy was given partly due to the inability to distinguish between ventricular tachycardia and the programmed settings. The device was reprogrammed to address the issue.

Manufacturer narrative:
(B)(4).